Event description:
Customer called to report multiple sensor issues on the insulin pump and low blood glucose levels. Customer also reported that the insulin pump has a bent cannula. Customer's blood glucose reading was 115 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed testing. All three sensors passed per specification with accurate readings. Unable to confirm the adhesive anomaly due to sensors being returned opened/used.